Manufacturer narrative:
The device was returned as part of the asset return process the light guide lens had foreign material, the air water cylinder had a discoloration, the scope cylinder had a discoloration, the label on the scope connector was peeled, due to a crack on the light guide lens, the image had a dark area partially, due to wear of the angle wire, the play of the up down knob was out of the standard value, due to wear of the angle wire, the bending angle in the down direction did not meet the standard value, the plastic distal end cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the light guide lens has foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
H10: per additional information obtained, there was no deviation from IFU on reprocessing steps for the lg-lens. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the lg-lens could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.